Event description:
Per fax, heat exchanger is leaking. Per independent repair center statement unit is alarming or red light. The key failure was the rexroth valve for the valve was stuck. Additional malfunctions were the zip ties leaked and the p.m. Kit was dirty.